Event description:
It was reported that the patient underwent a surgical procedure to revise an inflatable penile prosthesis (ipp) due to unspecified rigidity issues. A new pre-connect component was implanted. A patient outcome was not reported.